Event description:
Ref importer report (B)(4).

Manufacturer narrative:
Device requested for failure investigation.

Manufacturer narrative:
The customer stated the ag-920pa multi-gas unit used for measurement of anesthetic gas agents, oxygen, or co2 showed a calibrating error message while on a patient. He tried calibrating the device, changed test gas, and sample lines. The problem occurs intermittently. The unit was evaluated and the customer's complaint could not be confirmed. The unit was warmed up and calibrated with no issue. Due to the customer's complaint, the gas sensing unit was replaced as a precautionary measure. The unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.